Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not experience any symptoms of high and low blood glucose value. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer alleged that insulin pump was over delivering because customer does not know why her blood glucose was low. The insulin pump will not be returned for analysis.